Event description:
On (B)(6) 2012, the reporter and the patient contacted animas alleging that on (B)(6) 2012 around 3 pm, the patient experienced a blood glucose (bg) value of 603mg/dl. The patient reportedly did not test for ketones. It was indicated that the patient has asthma, was taking nebulizer treatments, was using an inhaler and was using apidra in the pump. There was reportedly a cracked battery compartment, the battery cap would not secure to the pump, the yellow o-ring was visible through the battery case and that the pump was intermittently losing power. The reporter stated that the pump started intermittently powering off about a week a ago and said that the patient's bgs would go "thru the roof" pretty much every morning when the pump powered off. The reporter claimed that sometimes the meter would read a "high" bg and sometimes it would read in the 200 to 600 mg/dl range. There was no indication of corrosion found in the battery compartment. During the reported bg high noted above, the patient treated herself to 11 to 12 units of lantus via injection around 3 pm that same day and stated that she felt horrible. At 7 pm that evening, her bg was reported to be 95mg/dl. On (B)(6) 2012, the patient had discontinued insulin pump therapy and the patient has been reportedly on lantus injections ever since. The reporter also stated that sometimes she would have prime issues with the pump and that the pump was not delivering insulin. Customer support (cs) mentioned to the patient that the prime issue does not relate to the power issue. Cs instructed the reporter to have the patient remain on manual injections until the pump can be re-programmed. Cs also instructed the reporter to follow-up with the health care provider (hcp) and to obtain current pump settings in case the pump is not able to power on. The reporter stated that she was unaware that the battery cap needed to be replaced every 6 months. Cs reviewed the instructions with the reporter on what the guidelines are for replacing the battery cap and to always have a spare handy. This complaint is being reported due to the patient's hyperglycemic event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Use error caused or contributed to the reported bg excursion as the patient used a damaged pump while using insulin pump therapy. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The user guide also instructs the patient to replace the battery cap every six months.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that the daily insulin delivery totals were inconsistent due to a time and date issue. Loss of prime warnings associated with rebooting were observed in the black box. Visual inspection revealed a cracked battery compartment and stripped battery cap threads. The battery cap was unable to maintain an electrical connection and power loss and reboots were duplicated; a test cap was used to complete investigation. The pump powered on normally with no alarms. A rewind, load, and prime sequence was performed with no alarms. The pump was exercised for 29 hours with no delivery issues and no power interruptions. There were no loss of prime warnings during testing. A loss of prime was induced, and the pump gave the appropriate audiovisual alert. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.